Manufacturer narrative:
Gastrointestinal bleed will be covered under MFR# 2916596-2020-00695 . No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient medical history significant for nonischemic cardiomyopathy status post heartmate 2 destination therapy complicated by gastrointestinal bleeding and mrsa drive line infection. Followed by ID, last visit (B)(6) 2018 (specific date of event is not known) on suppressive oral doxycycline, aicd, chronic kidney disease, hypertension, and hld echo on (B)(6) 2018. Av opens qbeat, trace tricuspid regurgitation wit annuloplasty ring tv present. No further or additional information was provided.

Event description:
Additional information received on 07may2020 stated that, prior to their implant, the patient had medical history of automated implantable cardioverter defibrillator (aicd) use, chronic kidney disease, hypertension, and trace tricuspid regurgitation with a pre-existing annuloplasty ring in place. The patient continues to be monitored for progression or changes in these pre-existing conditions.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: driveline infection was confirmed by positive driveline culture. Type of infection was confirmed to to be methicillin-resistant staphylococcus aureus (mrsa). Symptoms included drainage and pain. Patient had IV vancomycin for 6 weeks and then transitioned for likfe long suppresion and is followed by infectious disease on a regular basis. Surveillance blood cultures post driveline site infection have been all negative

Manufacturer narrative:
Section b5: additional information (was accidentally removed from final report MFR (B)(4).